Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large needle driver instrument and completed failure analysis. The instrument was found to have a frayed grip cable at the force amplification pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip was not moving correctly. There was no reported injury.